Manufacturer narrative:
(B)(4). Returned product evaluation resulted in no defect found. Most likely underlying root cause of malfunction: user had high result.

Event description:
Consumer complaint of blood results reading "hi" and reading 479mg/dl. Reading of "hi" and 479 mg/dl twice. Reviewed the blood results in the meter memory: (customer had only use meter twice). Results should be around 200mg/dl-30mg/dl. No adverse event reported.